Event description:
A no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a weakness. The customer self-treated with rapid insulin (dose/type unknown) per his usual regimen. The customer went to the emergency room where a capillary test was done. No emergent medical intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The complaints are monitored per tracking & trending process. No trip was identified for libre 3 reader and issue for the past 12 months. No further action was required. At this time the product has not yet been returned for this complaint. Since the sn is invalid, no device history records (DHR) review is possible. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a weakness. The customer self-treated with rapid insulin (dose/type unknown) per his usual regimen. The customer went to the emergency room where a capillary test was done. No emergent medical intervention was reported. There was no report of death or permanent impairment associated with this event.